Manufacturer narrative:
Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side "breast was in severe pain, swollen & painful to touch. Fluid was found around the implant, shooting nerve pain in breast, arms, back, legs, numbness in limbs, cold hands and feet, dry flaky skin, dizziness, migraines, vision problems, anxiety, seroma fluid in breast and insomnia". Healthcare professional "histology showed leaked silicone" and "consists of a ruptured breast" ,"inflammatory reaction" and "chronic inflammation", "multinucleated foreign-body type giant cells" and "many fragments of clear, retractile foreign material (likely silicone)". The device has been explanted.

Event description:
Patient reported right side "breast was in severe pain, swollen & painful to touch. Fluid was found around the implant, shooting nerve pain in breast, arms, back, legs, numbness in limbs, cold hands and feet, dry flakey skin, dizziness, migraines, vision problems, anxiety, seroma fluid in breast and insomnia". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "breast was in severe pain, swollen & painful to touch. Fluid was found around the implant, shooting nerve pain in breast, arms, back, legs, numbness in limbs, cold hands and feet, dry flakey skin, dizziness, migraines, vision problems, anxiety, seroma fluid in breast and insomnia". The device remains implanted.